Manufacturer narrative:
Additional information received from the customer indicated that another box of cartridges was used and no further occlusion alarms had been received. Also the new cartridge tubing appeared to be more flexible and clear than the previous cartridges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Additional cartridge lot # - m015243. Device not returned.

Event description:
It was reported the customer had received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support performed a system check and found that the infusion set site was possible source of the occlusion; however, the cannula did not appear to be damaged. The customer also reported that the infusion set tubing had an unidentified spot at the clip. The customer was to change the supplies on the pump.